Event description:
The rep reported the device was used during a "ilc". It was reported the routine procedure was performed without any problems. The patient presented to the ER the next morning with abdominal pain. The ER performed an x-ray and it showed free air in the abdominal cavity. The patient was taken to the or for a laparotomy. The finding on the laparotomy was a 1 x 3 cm lesion (defect from laser) in the sigmoid colon. The lesion was resected and a hartmann procedure was performed due to the fecal contamination. The colostomy will be reversed in the future. The hospital is holding the laser and fiber until further notice.